Event description:
Md attempted venipuncture with 22 gauge catheter in (r) forearm near the antecubital space. Upon securing catheter with catheter extension, noticed blood leakage around catheter hub. Leakage continued, md attempted to remove catheter. Upon pulling it out, catheter was not attached to the hub. Upon palpitation of site, catheter felt under skin. Called surgeon for consult who evaluated pt upon arrival and proceeded to remove catheter by cutdown procedure. Catheter removed in two sections.